Manufacturer narrative:
Date of event: the actual date of the event is unknown, but reintervention occurred at some time in that month, so this has been chosen as the date of event. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak

Event description:
Following was reported to gore. On (B)(6) 2016, a patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date, follow up imaging revealed a type ii endoleak from the inferior mesenteric artery (ima), but no aneurysm enlargement was observed; hence it was monitored. In (B)(6) 2020, follow up imaging revealed a continuous type ii endoleak and more than 5mm aneurysm enlargement. Additionally, a type iii endoleak (component disconnection) between contralateral leg components (pxc141200j and pxc141400j) that was placed on the left side was suspected. On (B)(6) 2020, a reintervention was performed. An additional stent graft was placed for treatment of the type iii endoleak, and coil embolization of the ima was performed. During the reintervention, there was no distal type I endoleak but an additional stent graft was placed prophylactically at the right side. The patient tolerated the procedure.